Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.

Event description:
After successfully completing a declot with a pta balloon, the balloon became stuck in the sheath and broke upon removal from the pt. While the physician was removing the device from the pt, using a curved clamp in lieu of a snare, they ripped the vessel. There was no harm or injury reported to the pt.